Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had no display output. The cause was identified as a defective display, which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the device had no display output. There was no patient involvement. No additional information is available.